Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon evaluation, the trunk cable connector was damaged, preventing connection with a test monitor. The cause of the belt communication faults is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.